Event description:
It was reported that during aneurysm embolization procedure, while attempting to implant the subject stent, a partial opening of the distal portion of the subject stent was observed, which compromised its proper expansion and positioning. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.